Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the mainframe failed to boot up. This resulted in a total of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.